Event description:
Customer claims the netting to one of the side panels is torn. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that window side b has two 3 inch holes in the netting. Panel side a the drainage port at the start and end has a 4 inch tear. Panel side c both the left and right legs has a 1 inch tear in the vinyl. Panel side d both the right and left legs have a 4 inch tear in the vinyl. Mattress envelope is delaminated. (B) (4).